Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 71453ud01 and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the architect total b-hcg assay, lot 71453ud01 was identified.

Event description:
The customer reported a false positive architect total b-hcg result for one 33-year-old female patient with no clinical diagnosis generated on the architect i1000sr analyzer. The following data was provided: initial b-hcg result on the architect = 1608.89 miu/ml (reference range: 5 miu/ml). A retest using colloidal gold method generated a negative result. Repeat b-hcg result on the architect = 1.2 miu/ml . There was no impact to patient management reported.

Event description:
The customer reported a false positive architect total b-hcg result for one 33-year-old female patient with no clinical diagnosis generated on the architect i1000sr analyzer. The following data was provided: initial b-hcg result on the architect = 1608.89 miu/ml (reference range: < 5 miu/ml). A retest using colloidal gold method generated a negative result repeat b-hcg result on the architect = < 1.2 miu/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07k78-74 that has a similar product distributed in the us, list number 7k78, with 510k/PMA/bla number k983424.